Event description:
A user facility reported that the black cylinder tank knob would not turn, which resulted in a rescheduled procedure. Additional information was received from an ophthalmic tech, who indicated the event resolved with treatment. In the surgeon's opinion, the device did not cause the event.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There were no other complaints reported in the lot. (B)(4).